Event description:
End user alleged that the chair's recline feature is working intermittently. While the chair was stuck in the forward position the end user was trying to pick something up when she had a spasm and fell forward out of the chair but was not injured.